Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. This type of damage is most likely related to the operator's technique. The instruction manual contains caution statements in an effort to prevent damage. "A lithotriptor cannot always crush all calculi captured in the basket. Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. When connecting the bml handle with the wire joint, fully unlock the release button for the wire joint by turning the screw. If the release button for the wire joint is pressed before the screw is completely unlocked, the basket wire may come off from the bml handle, and it may lead to malfunctioning of the handle or breakage of the wire joint. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body."

Event description:
Olympus was informed that during an ercp procedure, the wire basket broke while inside the patient. The basket was retrieved with a retrieval c-clamp grasper. The physician was able to recover the broken basket and complete the intended procedure. No patient injury was reported.

Manufacturer narrative:
This supplemental report provides an update to sections and provides the device evaluation results. The device was returned to olympus for evaluation. The reported break was confirmed based on the condition of the returned lithotriptor's working length. The device's wire basket was broken at the distal end. The basket was not returned for evaluation but was retrieved from inside the patient as originally reported by an operating room personnel. The cause of the breakage was attributed to an larger size stone being retrieved along with excessive pull strength applied causing stress at the handle pipe attachment which resulted in the break.